Event description:
It was reported to philips, that the device experienced a self test failure. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event. And the complaint is still under investigation. A final report will be submitted, once the investigation is complete.

Event description:
It was reported to philips that the device experienced a self test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a self test failure. There was no patient involvement.